Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. It was unknown whether the customer was using auto mode or not. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer had received insulin flow block alarm. No further patient complications were reported. The customer will continue use of the device.